Event description:
It was reported that an end piece broke off in the patient. The piece was not removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an end piece broke off in the patient, all pieces were removed. A backup device was available to complete the procedure with no delay or patient injuries.